Event description:
Reporter alleged obtaining discrepant neonate blood glucose results for pt a of 527 mg/dl back to back with a result of 101 mg/dl when testing was performed within 3 minutes of each other on the inform system. Reporter stated another comparison on pt a was performed on the same system at a different time with results of 298 mg/dl versus 106 mg/dl when testing was performed within 1 minute. Reporter indicated pt a was treated. A was treated, however, type of treatment was not provided. Quality control tested was stated to have been performed and values were within acceptable ranges; however, the values were not provided. No other actions were reported taken or treatment was received. A request had been made for the return of the suspect device and replacement product was sent.